Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the issue. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. Customer service provided instructions to reset the pump, which was successful as the malfunction did not recur. The customer was advised to continue using the pump and to contact customer service if the issue happened again, which they acknowledged and understood.